Event description:
It was reported that during an attempted firmware upgrade, the pacemaker exhibited backup vvi. After device download, normal device function was restored. The physician elected not to upgrade the firmware. No adverse event to the patient.